Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. C69248) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, irritable bowel syndrome, pre-eclampsia, pih pregnancy induced hypertension, migraine, ovarian cyst and polycystic ovarian syndrome. Concurrent conditions included diarrhea, nausea, vomiting, adnexa uteri cyst, flank pain, bleeding tendency, menses irregular with excessive bleeding, emesis, muscle spasms, dysmenorrhea, dyspareunia and hormonal imbalance. Concomitant products included anovlar (loestrin), anovlar (microgestin), axotal (fioricet), famotidine (pepcid), metronidazole (flagyl) and progesterone (progesteron). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), groin pain ("groin pain"), endometriosis ("endometrisosis flair"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, abdominal distension, allergy to metals, abdominal pain lower, pain in extremity and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, groin pain, endometriosis, arthralgia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, endometriosis, groin pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming : abdominal pain, menorrhagia, endometriosis. Most recent follow-up information incorporated above includes: on 7-sep-2018: FDA code updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 25-year-old female patient who had essure (batch no. C69248) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pregnancy, irritable bowel syndrome, pre-eclampsia, pih pregnancy induced hypertension, migraine, ovarian cyst and polycystic ovarian syndrome. Concurrent conditions included diarrhea, nausea, vomiting, adnexa uteri cyst, flank pain, bleeding tendency, menses irregular with excessive bleeding, emesis, muscle spasms, dysmenorrhea, dyspareunia and hormonal imbalance. Concomitant products included anovlar (loestrin), anovlar (microgestin), axotal (fioricet), famotidine (pepcid), metronidazole (flagyl) and progesterone (progesterone). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), groin pain ("groin pain"), endometriosis ("endometriosis flair"), allergy to metals ("nickel allergy"), abdominal pain lower ("lower abdominal pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts"), abdominal distension ("bloating"), back pain ("back pain"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, abdominal distension, allergy to metals, abdominal pain lower, pain in extremity and back pain outcome was unknown and the vaginal haemorrhage, menorrhagia, groin pain, endometriosis, arthralgia and abdominal pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, back pain, endometriosis, groin pain, menorrhagia, ovarian cyst, pain in extremity, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Concerning the injuries reported in this case,the following one/ones were described in patients medical record confirming : abdominal pain, menorrhagia, endometriosis most recent follow-up information incorporated above includes: on 7-sep-2018: pfs & mr received. Reporter information were added. Patient's demographics added. Lot no. Were added. Historical condition, concomitant condition, concomitant drug , lab data were added. Added event abnormal bleeding(vaginal), abnormal bleeding(menorrhagia), endometriosis flair,nickel allergy, lower abdominal pain, groin pain, leg pain, abdominal pain, back pain, joint pain. Updated onset date. Outcome of pain( groin, abdominal, joint ), abnormal bleeding, endometriosis flair. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("ovarian cysts") and abdominal distension ("bloating"). The patient was treated with surgery (she had surgery to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, ovarian cyst and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.